Event description:
It was reported that on august 18th, a myosure procedure was performed and the surgeon had difficulty dilating, which ended up taking much longer than normal as they had to dilate large enough for the device. They started cutting for a few seconds and noticed that the fluent system was not able to adequately keep pressure. The surgeon observed perforation through laparoscopy and they used energy to cauterize the bleeding at the perforation site. The procedure was aborted. Surgeon confirmed that the perforation was caused by a blunt dilator. No additional information available.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. With the information available the surgeon confirmed that the perforation was caused by a dilatator. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.